Event description:
It was reported this balloon ruptured following the first inflation at five atmospheres, during an arteriovenous hemodialysis graft dilatation procedure. Following balloon rupture it was noted the balloon material had detached in the pt's brachial artery. Attempts to retrieve the detached balloon with a snare and a fogerty catheter were unsuccessful. A wall stent was placed to successfully secure the detached balloon to the wall of the brachial artery. The pt's condition is good and a follow up visit confirmed no pt sequelae resulted from this event. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated balloon was detached from the catheter shaft and not returned for evaluation. Adhesive only was located on the distal bond area, the bond was not on the catheter shaft. The proximal bond and five millimeters of balloon material were located at the proximal bond area. No damage was noted on the catheter shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."